Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter: "after installing ivc on the patient the nurse tried to remove the needle but it stayed occluded in the catheter. Nurse had to remove the entire system without having been able to leave the catheter in place."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter: "after installing ivc on the patient the nurse tried to remove the needle but it stayed occluded in the catheter. Nurse had to remove the entire system without having been able to leave the catheter in place.".

Manufacturer narrative:
Correction: the customer provided additional information, and the following fields have been updated: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-may-2022. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two needle assemblies, one catheter assembly, one q-syte unit and two product labels for investigation. The product labels indicated that the returned components belong to a 20g x 1.00in. Nexiva unit from lot number 1305444. A gross visual inspection of the needle assemblies found that one of the units (unit 1) had a small bend in the needle at approximately the midway point. No damage was found to the second unit. The needles were un-retracted to observe the movement of the needle. During this process, the needle in unit 1 required a large amount of force to push back out when the needle bend was moving past the washer and tip shield. The units were then retracted. Unit 1 experienced resistance and ultimately required excess force to retract the needle. The needle was getting caught in the same location noted when pushing the needle back out. Unit 2 retracted with no issue. The defect of needle disengagement difficult was confirmed for one unit. The bend in unit 1 was attempted to be replicated to identify if the defect could have originated in the user environment. The defect was unable to be replicated without severely bending the needle. As the defective needle does not have any other bends aside from the one previously identified, it is likely that the defect originated in the manufacturing environment. During manufacturing, damage to the needle of this type may occur during the cannula load, septum insertion, septum reposition and cannula insertion steps. Furthermore, misalignment of the grippers, cannula misalignment, or incorrect setup may result in defects. Additionally, it may be due to a raw material issue. Raw material cannula sublots were checked and no quality notifications were found. Operators perform station setup and retraction/disengagement testing per the quality and sampling plans. Additionally, preventative maintenance (pm) is performed to ensure proper functioning of the equipment. Pm records were inspected and verified to be up to date during production of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h10.